Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, a dissection at the puncture point occurred. Per report, the 14fr esheath+ was inserted at a steep angle (greater than 45 degrees from the horizontal), and no re-dilation of the vessel was performed. There was difficulty inserting the 26mm commander delivery system (ds) at the puncture site and also difficulty advancing the ds with the s3ur valve through the esheath+. In response, the system was advanced by pushing and pulling. A dissection was then identified at the punctured point and reportedly occurred during withdrawal of the esheath+. To address the complication, a surgical endarterectomy was performed. The patient's final reported outcome was stable following the procedure. It was noted that no abnormalities were detected on the esheath+.